Manufacturer narrative:
B4:09sep2021. Additional information was received indicating that the reported issue was found outside clinical use per the service engineer statement. Based on this information, it has been concluded that this is not a reportable event.

Event description:
It was reported to philips by a customer that the unit's touch screen was broken. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.